Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2011, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they lost weight and the battery was protruding and causing pain. The patient stated it never helped so they discussed with their doctor about removing it. The device was completely removed and discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said their implant was removed; however, the lead wire was left behind. Patient said the spinal cord stimulator didn't do anything for them. Patient lost 90lbs and the device was protruding which was causing them to bump it and cause bruises. Neurostimulator was removed (B)(6) 2025.